Event description:
This device reached eri and transmitted the eri status on 21-mar-2025. On 27-mar-2025, the eri status recovered and shows 75 percent/mos1 and a voltage of 3.07 v. No recent procedures or mris reported. No adverse events reported. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.